Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat a mildly calcified superficial femoral artery. The vessel was prepped with a 6.0x150 armada 18 balloon. The 5.5x200mm supera self-expanding stent system was attempted to be deployed; however, 1cm of the stent deployed as the system felt loose as the stent driver seemed to disconnect from the stent and would not deploy the stent. The device was removed from the anatomy. A new supera was used to successfully complete the procedure. There was no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported activation failure and the reported break handle were unable to be confirmed. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that the distal sheath of the delivery system was entrapped or bent in the mildly calcified anatomy such that the ratchet was unable to properly/fully engage the stent resulting in the reported activation/deployment failure. The reported handle break was unable to be confirmed. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.